Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to hyperextension and laxity of the knee.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: femoral component option for cemented use only size e left catalog# 00599401591 lot# 61730896 stem extension straight 13 mm dia x 100 mm length(combined length 145 mm) catalog# 00598801013 lot# 61761118. Prc agmt block post sz e 5 mm catalog# 00599003501 lot# 61589750 (2). Prc agmt block dist sz e 5 mm catalog# 00599003510 lot# 61569301. Prc agmt block dist sz e 5 mm catalog# 00599003510 lot# 61767991. All poly patella size 1 10 mm thickness catalog# 00542001001 lot# 61114221. Tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog# 00598003702 lot# 61757025 tibial block and screws precoat size 4 5 mm thickness catalog# 00598800426 lot# 61785688 (2) stem extension straight 15 mm dia x 30 mm length(combined length 75 mm) catalog# 00598801215 lot# 61807339. Reported event was able to be confirmed from operative notes received. Product was not received for evaluation. Operative notes from the patient¿s first revision surgery (implantation of the components from this complaint) stated that the knee tracked through full range of motion with ligaments balanced in flexion and extension after placement of the final implants. Surgeon¿s notes from the second revision surgery, as relating to the first revision surgery(for the explanted devices cited in this complaint), include the following: ¿hyperextension, recurvatum was present with instability at mide-range and in flexion. ¿ the patella was reflected laterally. ¿ the femoral component and patellar component were well cemented and stable. ¿ the tibial component was well cemented and stable.¿ device history record was reviewed and no discrepancies were found. Complaint history review determined that no further actions are required, as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.